Event description:
The customer reported ten (10) cuvettes failed water blanks involving unicel dxc 800 synchron system. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting; the customer had on gloves, a laboratory coat, and eye protection. The customer removed the wash tower and reaction wheel and noted some cuvettes were wet and moisture around the reaction wheel. The customer cleaned the cuvettes and the reaction wheel and reinstalled them on the unit. The customer performed wash all cuvette step and the error resumed. Patient results were not impacted. There was no report of patient injury or change in patient treatment associated with this incident. The customer has an exposure control management plan at the facility. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) replaced the probe, valve #4, and the main waste valve on the manifold. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).